Event description:
It was reported that air bubbles were observed within the canister. The customer¿s blood glucose (bg) level that was displayed as "high", although specific value was not provided. Customer addressed elevated bg by a correction bolus via the pump. Customer was unable to change the cartridge at time of call and continued using the pump.